Event description:
Washer that holds locking screw of trial liner into acetabular shell disassociated and fell inside patient upon removal of trial liner. Problem occurred upon removal of trial liner from acetabular shell. Trial was unscrewed and, subsequently disassociated. Incident occurred on (B)(6) 2010, pt is (B)(6). Acetabular liner trial was broken. No injuries known. Product was distributed in (B)(6). Notification measures taken: owners of product. Company representative was present when incident occurred.